Manufacturer narrative:
Theh results odf the evaluation performed suggest the event was attributed to user misuse.

Event description:
During an inservice, the handle of the rod driver broke off while the rod was being impacted. This event did not occur during a surgical procedure.